Event description:
It was reported that an air embolism occurred with subsequent st segment elevation. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. While deploying the closure device, an air bubble was noted after contrast was injected. At this time, the wds was removed and the device was aspirated and flushed. The device was then re-advanced into the laa and successfully deployed. St segment elevation was noted, which eventually resolved without intervention. Another contract injection was performed, which showed the air had resolved. Patient did not sustain any residual effects. Patient is stable and has been discharged.